Manufacturer narrative:
Additional information: the device was not available for return. A device history record (DHR) review was performed and did not find any non-conformities or anomalies related to this complaint. A root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
The lens was returned for evaluation. Particulate saline dendrites and dried solutions are visible on the lens. Visual inspection found the lens cut through the middle of optic. One side has one haptic attached. Half of the other side haptic is torn off and missing. The delivery device was not returned. Due to the condition of the lens functional testing cannot be performed. A device history record (DHR) review was performed and did not find any non-conformities or anomalies related to this complaint. A root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation of this event is in progress. A follow-up report will be submitted once investigation is complete.

Event description:
It was reported that the lens was inserted and removed due to a damaged capsule. The injector used is unknown.